Manufacturer narrative:
Permobil was requested to assist in troubleshooting the tilt feature on the device as it was reported to be inoperable. During evaluation of device, the provider informed permobil that the end-user had sustained a broken leg, and the family was claiming it was due to the tilt feature being inoperable. Further inquiry indicated the reported failure of the seat function did not cause the injury, with reports indicating while the caregivers were transferring the end-user out of the seating, the end-users leg became entangled which resulted in a fractured tibia. It remains unclear as to the method of transfer that was being performed as the claimant was not forthcoming. Permobil confirmed the component failure on the device and replacement components were installed to address the issue but contends the device malfunction was not the cause for the reported injury. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming the tilt function of the seating was inoperable, and due to this the end-user had sustained an injury requiring medical intervention to address.